Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set soft cannula bent events since last two weeks starting from (B)(6) 2024. Insertion site was at abdomen and thigh. Event occurred after three hours of insertion. Blood glucose levels were high (specific value unknown) and patient was also having moderate ketones at the time of event. Patient took correction injection via pump and multi daily injections to resolve the issue and replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1882030. Device 2 of 2.